Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #mw5182805, that patient underwent a laparoscopic partial colectomy procedure with low pelvic colorectal anastomosis using the echelon 25 eea stapler. The stapler was inspected after firing revealing 2 intact donuts. An air leak test was performed and was negative. Indocyanine green was injected and confirmed vascular supply to the colorectal anastomosis was present. The patient was not obese. She was not on steroids. She was not a smoker. She was not a poorly controlled diabetic. Less than 48 hours later, the patient started complaining of increased pain and distention. On pod #3 it was determined that she had a leak. Patient was taken back to operating room and a small leak was encountered on the anterior staple line. This was oversewn and a diverting stoma was created.